Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Troubleshooting with tandem's technical support could not be performed as the occlusion alarm was not occurring at the time of the report. There was no impact to blood glucose.